Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 1 month after implant placement. The bone quality was type iii. The oral hygiene around implant site was good. Local infection, bone resorption and pain were observed during the removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.